Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009 the patient presented with following pre-op diagnosis: low back pain, lumbar radiculopathy. Patient underwent following procedures: transfacet extraforaminal decompression of the l5 nerve root. Transfect extraforaminal decompression of the l5-s1 nerve root. Posterior interbody arthrodesis at l5-s1. Posterolateral arthrodesis at l5-s1. Placement of intervertebral biomechanical device using spinal elements lucent interbody 8x22x10 mm peek implant bilaterally filled with both local autograft and allograft. Placement of posterior instrumentation using spinal elements pedicle screw system. We used 6.5x45mm screws at l5, 6.5x40mm screws as s1. We used two 5.5x45mm rods. Preoperative planning 2 hours of preoperative planning was done revealing CT scan, MRI and x rays, etc. To determine the size of the screws and angle of the screws and size of the implants. Placement of epidural catheter for postoperative pain management. Placement of autograft obtained from the same incision. Placement and use of allograft, rhbmp-2. Fluoroscopy throughout the entire procedure. Intraoperative neurophysiological monitoring for 2 hours. As per op notes: ¿once this was done, we were able to determine the size of the implant to be placed. The size of the implant was 8mm high. We placed two 2 peek spinal elements implant filled with both rhbmp-2 and local autograft and placed into the interspace. These implants were placed with minimal nerve root retraction.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.